Manufacturer narrative:
C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to bleeding, blood loss and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral confirmable) and five gore® excluder® aaa endoprosthesis (contralateral legs). Reportedly, the right side is the ipsilateral side and the trunk ipsilateral conformable that was successfully deployed. The gate was cannulated with moderate amount of difficulty. However, the physician was unable to advance a 16fr gore sheath (dsf1633-dilator was in) up into the main body, it was on patient's left and right. They then attempted to advance a contralateral (plc271400) without sheath coverage, it was unsuccessful, tried bare-back. Patient vessels were very tortuous and wire was in. Physician re-attempted to advance sheath (dsf1633) into the leg hole in hopes to get plc271400 up but could not and removed. At this time, anesthesia team noted the patient became very hemodynamically unstable. The cause is unknown. Medical team shot a sheath-o-gram and noticed there was an extravasation (cause is unknown). After which, they deployed the rest of the main body and inserted an occlusion balloon then changed out the gore sheath (dsf1633) for a smaller sheath (dsf1233) up into the graft perfectly and put in a contralateral leg ( plc141000) that resolved the extravasation going down the left common iliac artery but not fully covered which was followed by a plc141400 going into left external iliac artery. Shot quick sheath-o-gram and noted it was still leaking with distal leak in area of extravasation that occurred after the plc141400 was in, it appeared that the disruption/extravasation of the left common iliac artery was mostly covered, however, there was still a distal small leak. At this time, the team inserted a contralateral leg (plc141200) then switched to right common iliac artery as it was very large. Pressure was still hemodynamically unstable. The anesthesia team was transfusing blood. The physician finished out the main body on the right side with the contralateral leg (plc181400) and extended it with a contralateral leg (plc181200 - part of planning) into the right external iliac artery as that was the original plan to cover the right hypogastric artery with sufficient purchase in right external iliac artery and sealed. At this point, anesthesia had transfused 6 units of blood and continuing to transfuse couple more units with patient also on heparin drip. Once pressure stabilized then anesthesia was able to back off on the heparin with continuous transfusion of blood. A completion angio showed contralateral leg (plc141200) did not appear to appose the vessel distally even though no leak was seen. Patient now became unable hemodynamically again then the physician extended it distally with a contralateral leg (plc181000) that resolved the distal leak in left external iliac artery that was seen before. Completion angiogram showed renal arteries were patent and grafts were patent without any difficulty. Aspirated on the sheaths. There might still be bleeding, so physician opted to open patient's belly as patient was still hemodynamical unstable and saw pool of blood in abdomen pelvis. That collection of blood caused inflammatory response and can impede blood blow in circulatory system back to heart. Cause of blood collection is unknown. Physician also coil embolized the right hypogastric previously. At the end of the case, the patient had diminished pulses distally even though endografts appeared patent and sealed, physician had opened up the patient's belly to decompress the abdomen. Abdomen was left in the open position with a vacuum (vascseal) drainage dressing attached. Patient is currently in ICU. On may 13, 2025, field sales associate was notified by the physician that he has not seen the patient yet but all patient reports are stable and they will plan to close the abdomen in 2 days after patient stable. The physician did not provide any allegation against gore devices related to cause of blood collection in abdomen pelvis.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Corrected h6-investigation conclusions. IFU statements the dryseal sheath device IFU was reviewed with respect to the complaint detail for the applicable region and time period, and the below statements were identified as having a relation to the complaint. Warnings adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Potential device and procedure-related adverse events possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath or any introducer sheath or in any endovascular device insertion procedure and which may or may not require intervention include, but are not limited to (shown in english alphabetical order): ¿ blood loss, bleeding, hematoma ¿ vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).